Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter received a questionable elecsys ige ii immunoassay result for one patient from the cobas 8000 e 801 module. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient's gender was requested, but was not provided. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.